Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging discrepant inratio value. Account using capillary tubes (not microsafe, possibly from roche), however, and glass and no additives. Pt 3: inratio: 1.4, repeat inratio: 2.4, lab: 2.4. Pt's therapeutic range: 2 - 3. Correlations performed within 3 hours of each other.